Event description:
The user facility reported that their reliance synergy washer was leaking water out onto the floor and downstairs. Hospital personnel shut off the unit for the weekend. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a loose quick disconnect clamp on the recirculation pump piping. The technician tightened the clamp, ran a test cycle and found the unit to be operational.